Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air, d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000, e1 - name and address - previous name and address: (B)(6) hospital. Corrected name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the turbine module was defective and in need of replacement. Replacement of the defective part solved the issue. The issue was confirmed in the provided log file. The turbine module is responsible for delivering air gas. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. According to the received information, the cause of the issue has been determined and was related to defective turbine module. The defective part was discarded by the customer and not returned for further investigation.